Event description:
Device inserted by surgeon 12/22/93 for chemotherapy administration. On 2/1/94, the device was removed. Surgeon reports that device was "malfunctioning and defective" due to "leaking". Second surgery required (i.e. 2/1/94) to remove device and insert new device.